Manufacturer narrative:
A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Concomitant medications: baby aspirin 81 mg/every day. This is one of two products involved with this event in which associated manufacturer report numbers is 9616099-2015-00477. The products remain implanted, therefore, are not available for evaluation and testing. Additional information will be submitted within 30 days of receipt.

Event description:
As reported by medical affairs and review of medical records, during an endovascular repair ((B)(6) 2015) of a 6cm in diameter aneurysm, a smart control stent placed in the right common iliac artery had partially fractured along its medial aspect through which the glidewire was passing. A non-cordis graft was used to treat the aneurysm and per the patient, to also repair the fractured stent. . The procedure was completed successfully. Two smart control stents were placed in (B)(6) 2006. Per the patient, the stents were placed due to "muscles starving for oxygen due to blockages in iliac arteries". No procedural films are available.

Manufacturer narrative:
Complaint conclusion: approximately nine years after implantation and during a planned endovascular aneurysm repair (evar), one of the patient¿s smart control biliary stents (either a 9 x 80mm or a 10 x 60mm) was noted to be fractured. The patient¿s aneurysm was treated with a non-cordis graft that was also used to cover the smart control stent. The event involved a (B)(6) year old male patient with a past medical history of hypercholesterolemia, renal hypertension, previous smoking, gout, an infrarenal aortic aneurysm, claudication symptoms and allergy to tape. The patient presented with difficulty walking due to "muscles starving for oxygen due to blockages in iliac arteries" and was treated with the implantation of bilateral smart control stents (a 9 x 80mm and a 10 x 60mm). Approximately nine years later, the patient¿s infrarenal abdominal aneurysm was noted to have grown to a 6cm diameter and he underwent planned evar. During this procedure, the physician noted that the smart control stent that had been previously placed in the patient¿s right common iliac was partially fractured along its¿ medial aspect through which the non-cordis guidewire was passing. The patient¿s aneurysm was successfully treated with non-cordis grafts that covered both smart control stents with no reported patient injury. Attempts to obtain angiographic films have been unsuccessful. The products remain implanted in the patient and are thus not available for return to the manufacturer. A review of the manufacturing records (including component supplier records) revealed that this lot met specification prior to release. Without the return of the device for analysis or films of the event, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. The product instructions for use (IFU) states that these devices are indicated for the palliation of malignant neoplasms in the biliary tree. The safety and effective of this device for use in the vascular system have not been established. The IFU further cautions that fractures of this stent may occur and have been reported most often in clinical used for which the safety and effectiveness have not been established. The causes and clinical implications of stent fractures are not well characterized. Care should also be taken when deploying the stent as excessive force could, in rare instances, lead to stent deformation and/or fracture. Based on the information available for review there are procedural factors (use in the vasculature) that may have contributed to the reported event. Neither the device history records nor the information available for review suggests that the reported event was related to the manufacturing process. Therefore, no corrective actions will be taken at this time.